Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, customer declined to complete the check. Reportedly, customer continued to use pump for insulin therapy. Customers blood glucose level was 145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.